Event description:
It was reported that an uromatic tur series set leaked during spiking. The reporter stated that the spike came out of a non-baxter bag and sprayed the staff. No patient injury or medical intervention was reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The customer was using a non-baxter IV set and a non-baxter bag with two ports. The second port of the bag was connected to the baxter IV set. The baxter IV set was connected to a secondary baxter 3l bag. The leak was observed between the non-baxter bag and the baxter IV set. The baxter IV set was taken out multiple times because the secondary baxter bag was replaced when the solution ran out. The device was not returned; therefore, a device analysis could not be performed.

Manufacturer narrative:
(B)(4). The device is not available for evaluation. Should the device or additional relevant information become available a supplemental report will be sent.